Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that a sudden increase in pacing lead impedance and capture threshold were observed. The lead was explanted. There were no adverse consequences to the patient.